Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: "up", "down", "ok" and contrast buttons function properly. A battery compartment crack was found below grip pad. Audio bolus button cover punctured, but audio bolus button still responds to user input. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, no damage to keypad connector or keypad flex cable. Keypad connector latch is secure. Removed audio bolus button cover. Moisture corrosion found on audio bolus button pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.